Event description:
While performing an adenoidectomy, the suction bovie broke. The tube and handle almost broke apart completely. No injury was noted during the procedure, but the parent contacted the medical staff the next day and noticed what appeared to be a burn.